Manufacturer narrative:
The subject device not returned.

Event description:
It was reported that during the procedure, the subject first coil was detached in the aneurysm; however, when the physician inserted a second coil, it was not able to advance the coil out of the microcatheter since to the proximal end of the first main coil was stuck inside the catheter tip. When the physician tried to pull back the catheter, the catheter dragged the first coil back in the vessel. A stent was deployed in the supraclinoid internal carotid artery (ica) to held down the coil tail in the vessel. 90 minutes of surgical delay was reported. The patient was not affected as a result of this event.

Event description:
It was reported that during the procedure, the subject first coil was detached in the aneurysm; however, when the physician inserted a second coil, it was not able to advance the coil out of the microcatheter since to the proximal end of the first main coil was stuck inside the catheter tip. When the physician tried to pull back the catheter, the catheter dragged the first coil back in the vessel. A stent was deployed in the supraclinoid internal carotid artery (ica) to held down the coil tail in the vessel. 90 minutes of surgical delay was reported. The patient was not affected as a result of this event.

Manufacturer narrative:
Due to the automated mes system there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device is not available; therefore, visual and functional testing cannot be performed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. While there are a number of potential causes for the reported issue, because review and analysis of available information failed to identify a definitive cause, a cause of undeterminable was assigned to the as reported issues.